Manufacturer narrative:
Conclusion: a review or the batch mfg records was conducted.this review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time.

Event description:
Customer reported to sales rep that the device was placed laparoscopically after dipping in a saline / antibiotic solution. The mesh was tacked in place. During recovery, the surgeon made the decision to reintroduce anesthesia and explore laparoscopically for reasons unrelated to the mesh device. It was observed that one corner of the device's orc layer was separating from the soft mesh. No adverse pt consequences were noted. No intervention was conducted to address this event.